Manufacturer narrative:
The report of low speed and low flow alarms and pump stoppage events was confirmed based on the information contained in the submitted system controller log file. Approximately 16 inches of the distal end/external portion of the percutaneous lead (lead) was replaced on (B)(6) 2016 and returned for evaluation. Electrical continuity and high potential testing of the replaced portion of the lead did not reveal any breaches in the insulation of the any of the wires that would have resulted in the reported alarms or pump stoppage events captured in the submitted system controller log file. Consistent with these findings, red heart alarms continued to occur following the distal end lead replacement. The pump was then exchanged on (B)(6) 2016 and returned for evaluation. The lead was returned cut approximately 8.5 inches from the pump housing and the severed portion of the lead, measuring approximately 34 inches in length, was also returned. Electrical continuity and high potential testing of the pump end portion of the lead and did not reveal any breaches to the insulation of the any of the underlying wires that would have resulted in the reported alarms or pump stoppage events. Electrical continuity testing of the distal 34 inch portion of lead did not reveal any discontinuities or shorts. However, upon removal of the shielding and bionate layers of the lead, examination of the underlying wires revealed breaches in the insulations of the orange, red, black and brown wires between 33-34 inches from the metal system controller connector (at what would be approximately 8.5-9.5 inches from the pump housing). The disruptions in the insulation of these wires appeared to be the result of repetitive movement of the lead in this area. The orange, red, black, and brown wires redundantly support 2 out of the 3 motor phases. The underlying conductors of these wires were exposed as a result of the observed disruptions. Pump function would have been interrupted if the exposed conductors of any wire made direct contact with the braided shield while the system was supported by the power module. Pump function would have also been interrupted due to a phase to phase short if the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the braided shield while the system was supported by batteries. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on lvad support with the replacement device. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years, 10 months. The device and the replaced portion of the percutaneous lead were returned for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that yellow wrench and multiple pump stops had occurred and the system controller log file was submitted to the manufacturer's technical services representative for analysis. The log file had captured multiple low speed and low flow alarms, pump stoppage events, and a pump disconnected alarm while the lvad system was connected to the power module. The patient was reportedly asymptomatic. On (B)(6) 2016, technical services representatives replaced approximately 22 inches of the external portion/distal end of the percutaneous lead due to a suspected short-to-shield compromise. Immediately after the repair, the alarms did not recur when the system was connected to a power module with a grounded cable. However, the alarms did recur at an unspecified later time and on (B)(6) 2016 the patient was provided with an ungrounded patient cable for use with the power module. The patient underwent a pump exchange on (B)(6) 2016.